Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was capped and replaced during a pack change. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
(B)(4).